Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were tested and the customer's indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for underfill with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined.

Event description:
It was reported that one bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder did not draw any blood. No serious injury or medical intervention was reported.

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that one bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder did not draw any blood. No serious injury or medical intervention was reported.